Manufacturer narrative:
Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cold solder issue. During investigation for unrelated complaints, there were 4 additional failures found.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-79 years of age and between 170 and 196 pounds. Of the reported patients, 3 were male and 3 were female.